Event description:
Reportedly, pt expired approx after an implant duration of 352. At 16 months (in 2007, after an implant in 1978), due to unknown reasons. Unknown if pt death is device related. No further info regarding this pt was received.

Manufacturer narrative:
Device not returned.